Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that on (B)(6) 2016 the patient complained of blindness after embolization of a meningioma via the left middle meningeal artery. The patient's left central retinal artery occlusion was diagnosed on the basis of ophthalmologic evaluation performed after completion of the embolization procedure. The physician administered solu-medrol (IV, 1000 mg/day) and radicut (IV, 60 mg/day) until (B)(6) 2016. On (B)(6) 2016 the physician administered tandetron (IV, 80 mg/day) as well. On (B)(6) 2016 the patient was transferred to another hospital where she received hyperbaric oxygen therapy until (B)(6) 2016. On (B)(6) 2016 the patient was transferred to the reporter's hospital again to undergo craniotomy for meningioma, as treatment for blindness in the acute phase had been completed. On (B)(6) 2017, resection of meningioma was performed. On (B)(6) 2017, no change was noted in blindness in the left eye, and the patient was discharged home.

Manufacturer narrative:
The suspect device was not returned for evaluation. A review of the device history and complaint database could not be performed since the lot number was not provided.